Event description:
After she used heparin lock flush on (B)(6) 2018, she got symptoms like diarrhea, constipation and nausea but on (B)(6) 2018 the symptoms increased. The dr attended sent her to (B)(6) emergency, they said she had blood infections and they gave her antibiotics. Later they said her situation was unusual, her urine analysis contained bacteria. She died as a result of using heparin lock flush. It contained bacteria. The MFR company recalls this medication for this reason. Strength: 500usp units / 5ml (100usp/ml millilitre(s)). "Did the problem stop after the person reduced the dose or stopped taking or using the product: no." Quantity: 30 injections, frequency: twice a day. Date the person first started taking or using the product: (B)(6) 2018, date the person stopped taking or using the product: (B)(6) 2018; for line care daily flush each lumen daily.